Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert warning was triggered due to high rate non-sustained episodes and sensing integrity counter (sic), and that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. It was noted that the patient was in the or (operating room) for a CABG (coronary artery bypass graft) procedure at the time of the recorded episodes and had shocked for ventricular fibrillation (vf). The ICD will continue to be monitored and remains in use. No further patient complications have been reported as a result of this event.